Event description:
(B)(4). Autoimmune diseases, chronic migraines syndrome, chronic vaginal bleeding, chronic fatigue syndrome, weight loss, job loss, hair loss, bruising, night sweats, pre menopausal, brain fog, body numbness, whole body pain, fibromyalgia, migrated coils, confirmed lupus.